Event description:
As reported, the tip of a 5f brite tip radianz guiding catheter was frayed and judged dangerous to advance further at the puncture site. The device was removed. There was no reported patient injury. Left tri approach was used, a 5f sheath was initially inserted, and an unknown .035-inch wire was left in place before sheath removal and attempted insertion of the dilator and guiding catheter. Patient condition was reported as good. The device was pulled from the packaging according to the instructions for use; however, difficulties were encountered when the device was inserted. The device was not inspected prior to opening the package. The procedure performed was an interventional transradial intervention (tri) targeting the iliac site, with transradial access used; a contralateral approach was also tri. The device was stored and prepared per the instructions for use, the user was trained on the device, and no difficulties were experienced during device preparation. The device was used for the treatment of stenosis. The device will not be returned for evaluation as it was discarded.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.